Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dislocated pdm liner replaced with constrained liner. Doi: (B)(6) 2023. Dor: (B)(6) 2023. Unknown side.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, ¿dislocated pdm liner replaced with constrained liner¿. The device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found wear and scratches on the liner consistent with unintended contact with another device such as the edge of the metal dual mobility liner or the edge of the acetabular cup. Based on the observations, it is not possible to confirm a dislocation between the bi mentum altrx lnr 49 28 and the pinnacle dm liner 56_49. The dual mobility liner is not intended to be used with a bi mentum liner since these implants are from different systems and both are acetabular liners. The overall complaint was confirmed as the observed condition of the bi mentum altrx lnr 49 28 would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to user due to off label use it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [122128049 /3846189] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified.